Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) worked fine for approximately 3 hours, and after that the iabp suddenly stopped. When the iabp was switched on, the display would flicker just for a second and the iabp would not fully turn on. The mains indicator was coming on the cart and also the bulk supply was available. The iabp was replaced to continue patient therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service representative stated that the reported issue has been rectified by replacing the video generator board and the display coiled cable. The iabp was the released for clinical use. Updated fields: b4, g4, g7, h2, h3, h6, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) worked fine for approximately 3 hours, and after that the iabp suddenly stopped. When the iabp was switched on, the display would flicker just for a second and the iabp would not fully turn on. The mains indicator was coming on the cart and also the bulk supply was available. The iabp was replaced to continue patient therapy. No patient harm, serious injury or adverse event was reported.